Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the endoscope reprocessor had a pressure drop across the second in-line filter from 50 pounds per square inch (psi) to 15 psi. There were no reports of patient involvement.